Event description:
The user facility reports one incident of a blood leak and air incursion in the extracorporeal circuit originating from a cut in the tubing. Staff could not successfully remove air from the circuit and the blood volume in the circuit was discarded resulting in ebl = 200cc. No patient injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.